Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to discharge via electrode pads. Biomed testing was unable to duplicate the reported malfunction. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Complainant indicated that during subsequent biomed testing, the malfunction was not duplicated. The customer indicated that at this time, the device will not be returned for eval.